Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted in a spaceoar vue placement procedure. Three fiducial markers were placed prior the injection. The procedure was performed under general anesthesia and prophylactic antibiotics were administered prior to procedure. The successful injection of the spaceoar vue hydrogel was confirmed via ultrasound and computed tomography (CT). It was further reported that it was noted that there was an infiltration of the hydrogel in the rectal wall of the patient. The patient current condition is unknown.